Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pocket infection two months after system implant. The physician could not determine the cause of the infection after reviewing operation records. The wound was painful and the pouch had broken, and medication to fight the infection was not effective. The system was explanted on (B)(6) 2018, and will be replaced at a future date. The patient is stable and recovering in the hospital.

Manufacturer narrative:
Analysis was normal. No anomalies were found.